Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Operative notes from (B)(6) 2012 were reviewed and relayed that the patient was prepped and draped in the usual sterile fashion, using chloraprep solution and saline solution containing antibiotic irrigated the wound via pulsatile lavage before closure of the wound. Revision operative notes from (B)(6) 2012 were reviewed, which mention debridement of necrotic debris. Manufacturing documentation was reviewed and it was confirmed that the devices were sterilized in accordance to zimmer quality procedures at the time of manufacture. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to be sterility assurance level of 1.0 x 10-6 or better. No additional complaints have been received from the manufacturing lots of the devices related to this complaint.

Event description:
It is reported that patient underwent a revision due to infection.